Manufacturer narrative:
Method: device not received. Results: no evaluation performed. Conclusions: device not provided ot manufacturer for evaluation. Complaint type is being monitored and analyzed. Instructions for use state steri-strip skin closures should not be used in high tension wounds. Contraindications: steri-strip skin closures are contraindicated where adhesion cannot be obtained. Potential causes of inadequate adhesion are presence of exudate, skin oils, moisture, or hair. Use of steri-strip skin closures on infected wounds is contraindicated. Steri-strip skin closures are contraindicated for use in high tension wounds which cannot be easily approximated with fingers or forceps.

Event description:
Customer reports steri-strips were used on pfannenstiel incision following myomectomy on (B)(6) 2013. States no sutures were used for closure of skin or subcutaneous layers. Alleges steri-strips removed (B)(6) 2013 and she experienced bright red skin around incision. Customer states she took otc benadryl and skin returned to normal after a few days. Alleges wound dehiscence occurred 3 weeks post surgery. Additional medical treatment required for wound dehiscence. States incision is now healed but has 4-5 seromas along length of incision.